Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report is confirmed and testing found that the main switch was an older version and it was stuck. Additionally, it was found that the device need a software upgrade. The device was equipped with a upgraded main switch and software. Following service the unit passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the on/off switch is broken on the device. There was no patient involvement associated to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on : april 5, 2013. For a durability improvement of damage to the power switch, the products for which countermeasures were taken have been shipped since november 18, 2013, and therefore the subject product is a product before countermeasures were taken. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: ¿: from the date of manufacture (february 28, 2013), the subject product was a product before the countermeasures were taken by design change of the power switch, therefore it is presumed that the power switch was damaged because the amount and the number of times of operation which was applied to the power switch exceeded expectations.